Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call that the insulin pump alarmed failed battery test and battery out limit. It was stated that the customer had an angiogram done that morning and was in the intensive care unit. The customer has taken the de device off. Daughter stated the insulin pump alarmed battery out limit during normal use. The alarm history showed a bad battery and a failed battery test alarm. She declined troubleshooting for failed battery alarm. It was advised that a battery cap replacement would be sent. Blood glucose value is unknown.